Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
(B)(4).